Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have/had sore throat; tingling; headaches; myocardial infarction-stent placement. The patient's current drug therapy: kardegic/ticigrelor/bisoprolol/atorvastatin/pantoprazole. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.